Manufacturer narrative:
Correction: a.2. Age at event a.4. Weight in lbs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a loss of communication of the mobile programmer, at the end of the implant procedure when the user attempted to do final patient data programming the mobile programmer base disconnected and did not reconnect. When it was attempted to open the menu on the mobile programmer application a tone sounded that indicated that the mobile programmer application hosting tablet was unreactive and an hourglass symbol was displayed. The user positioned the patient connector over the patient in order to finalize programming and after a short time it was possible to program successfully. As it was not possible to end the session regularly, the user swipe closed the application. The application was reopened and was able to successfully connect with the mobile programmer base and patient connector. It was noted that the saved information from the analyzer and cardiovascular implantable electronic device (cied) were lost. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer base disconnected was confirmed. Analysis of the service logs found the customer comment that the mobile programmer application was unreactive was confirmed. Correction: d.2. Product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.